Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. A system error 105 was experienced during baxter's functional testing of the device, and was determined to be caused by a failed motor and severed motor mount screws. The failed motor assembly, including the screws, was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 105. There was no patient involvement.